Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (no image) was not confirmed. However, due to damage on the charged coupled device (ccd) unit, and dirt and corrosion on the electrical contact of the video plug, a b30 scope communication error code displayed. Additional evaluation findings were as follows: the adhesive on the bending section cover had a chip, the video connector case had a crack, the label on the light guide connector was peeled, and the video connector case was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
An olympus representative reported on behalf of the customer, that when using an endoeye flex 3d deflectable videoscope, there was no image. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the no image/b30 scope commination error issue could not be determined, however, the issue was likely due to failure of the charged-coupled device unit due to repetitive use stress, a component defect on the circuit board and or user handling/mishandling. The event can be detected by following the instructions for use which state: chapter 3 preparation and inspection, section 3.6 inspection of the endoscopic system¿ as below. Inspection of the endoscopic image ¿confirm that the 3d endoscopic image is displayed normally in wli and nbi observation¿. ¿1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Wear the 3d glasses supplied with the 3d monitor. 3. Observe the palm of your hand in the wli and nbi endoscopic images. 4. Confirm that light is output from the endoscope¿s distal end. 5. Adjust the brightness level as appropriate. 6. Take off the 3d glasses and confirm that the right-eye and left-eye images are displayed the same. 7. Wear the 3d glasses again. 8. Close the right-eye and left-eye alternately while observing the 3d endoscopic image to confirm that no difference of color and brightness between the right-eye and left-eye images is observed. 9. Touch the target object using an endo therapy accessory while observing the 3d endoscopic image to confirm that a sense of depth is normal. 10. Confirm that the 3d endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 11. Turn the angulation control levers slowly in each direction until it stops. 12. Confirm that the 3d endoscopic image does not momentarily disappear or display any other irregularities during wli and nbi observation¿. Olympus will continue to monitor field performance for this device.